Event description:
A nursing assistant was transfering a resident from the toilet into her wheelchair. The right brake of the wheel chair did not hold and the resident went to the floor causing a fracture of her right hipdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.